Event description:
The trocar would not advance down the sleeve/port and filshie clip would not lock or clip. Both of the devices have been returned to the manufacturer for evaluation.======================manufacturer response for filshie clip, cooper surgical (per site reporter).======================return for evaluation.======================manufacturer response for trocar, cooper surgical (per site reporter).======================return device for evaluation.